Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as due to an epidermal bacterial infection . On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with intraperitoneal (ip) ceftazidime (dose, frequency and duration not reported) and ip cefazolin (dose, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Twenty-six days after hospital admission, the patient was discharged and was recovered from the peritonitis event. No additional information is available.